Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm portico valve was chosen for implant using a large flexnav delivery system. The valve was sized as 77.4mm. During the procedure, valve was implanted at the recommended depth of 3mm on the non-coronary cusp. However, the operator misjudged the implantation process and the released the valve before having full annular contact. The valve reportedly migrated to -2mm, in the sinus. The valve was snared into the ascending aorta to stabilize it before performing a valve in valve procedure. An additional 27mm portico valve (B)(4) was then implanted at 5mm. A mild leak was detected, and the gradient was measured at 4 mmhg. A post-dilatation was performed because of the leak. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. The patient was reported as discharged.

Manufacturer narrative:
An event of the paravalvular leak was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that there was no calcium affecting the expansion of the valve, that the valve was implanted slightly deeper than recommended, at 5mm, and that there was no allegation of malfunction against the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.